Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the pump and transmitter regained connection. Subsequently, the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 3 months. A root cause could not be determined. A replacement transmitter was sent to the customer.